Event description:
Related manufacturer reference number: 2017865-2022-15308. It was reported that during implant, right ventricular (rv) lead dislodgement was observed. When an attempt to reposition the rv lead, the rv lead could not be removed from the device. Both the rv lead and device were replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Electrical tests, visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage. All tines were intact.